Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity c calcium result for one sample that was questioned by the physician. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 5.9 mg/dl, repeat = 9.0 mg/dl no impact to patient management was reported.

Event description:
The customer observed a falsely depressed alinity c calcium result for one sample that was questioned by the physician. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 5.9 mg/dl, repeat = 9.0 mg/dl, no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for depressed alinity c calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 75563un22 and the complaint issue. The pressure monitor curve was reviewed and indicated gel or fibrin may have been in the serum as the pressure monitor curve was not as expected. Abbott review of log data showed the sample initially gave aspiration errors and was then rerun 3 minutes later when the suspect result was generated. The repeated ('correct') result was generated a few hours later. The aspiration and dispense pressure monitor plot of the suspect result shows evidence of increased viscosity (vs. The rerun) and an abnormal profile. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium assay for lot 75563un22 was identified.